Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. The directions for use note the following: "stent diameter selected should be approximately 1 mm to 2 mm larger than the vessel diameter desired. Deployed lengths reflect expansion to desired vessel diameter. Constricting the stent to a smaller diameter will cause longer deployed length, depending on the degree of constriction. On average, a 0.5mm change in diameter yields a 10-15% change in length. Once the desired vessel diameter is reached, no add'l reduction in stent length should occur." The angiogram showed that the vessel diameter was 8 mm, therefore, as per the directions for use the stent diameter that should have been selected was either 9 mm or 10 mm, not an 8 mm diameter stent. A review of the mfg records for batch # 9385344 was carried out. No non-conformance reports have been raised against this batch, indicating that the device met its material, assembly and product specifications. The root cause of the difficulties experienced during the procedure was determined to be user- related.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the implanted stent length was longer than expected. The pt presented with a total occlusion of the left iliac artery. The physician used a right femoral artery crossover approach with a 7f sheath and a ptca guide wire to access the lesion. The vascular diameter of the left iliac artery was 8 mm and the length of the lesion was 60 mm. The left iliac artery lesion was pre-dilated with 3x30 mm and 6x40mm balloons. The physician subsequently implanted the wallstent at the lesion site using an ipsilateral access and performed the post-dilatation with an 8x40 mm balloon. Even after the physician performed the post-dilatation, the length of the stent was still longer than labeled. It was reported that there were no injuries or complications for the pt. Pt status is reported as "stable."